Event description:
It was reported that the patient's left ventricular (lv) lead did not capture. The lv lead was capped, and the system was downgraded to a single chamber implantable cardioverter defibrillator (ICD). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).